Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10mmx2.50mm wlolverine coronary cutting balloon was selected for use. Balloon dilation was performed 3 times at 6atm, 10atm, and ruptured at 12atm. It was noted that due to the severity of the calcification there was a possibility that the device was not good during in contact. The device was removed with resistance. The procedure was completed with a different device. No patient complications were reported and patient status was good.